Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what is meant the staple dropped out? After firing, titanium staplers did not stick on the tissue, some of them drop out with open position, not on b-shape form. What is meant by convert to open? I mean they must do other material to stop bleeding by hand suturing, in this case they use viryl plus. Quantify blood loss? About 100ml. Blood transfusion required? No, need for blood transfusion. Was the device fired plastic to plastic? Yes, it was even it very hard to fire. Was the washer cut? Yes, it was. What did the donuts look like? 1 round piece of mucosa, what did the specimen look like? This is pph so only have donut, no specimen.

Event description:
It was reported that during a longo procedure, the doctor stated that when firing the device, the handle was stiff and another doctor was asked to press the handle. After the device was fired and was being removed, the staple dropped out. The device did not complete the procedure and resulted in bleeding in the titanium staple circle. Procedure was completed by open hemorrhoidectomy by silk and hand. The adverse patient consequences were bleeding, the procedure being prolonged by 40 minutes, and converting to an open procedure.